Event description:
It was reported that during a da vinci surgical procedure while using the monopolar curved scissors instrument (mcs) with the tip cover accessory installed, the surgeon noticed arcing. The surgeon immediately stopped using and the mcs instrument and replaced the mcs tip cover accessory to complete the planned procedure. No pt harm, adverse outcome or injury was reported. The following med watch reports were sent to the FDA regarding this event: 2955872-2008-01018, 2955872-2008-01019, 2955872-2008-01021.

Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering found a .030 inch diameter hole in the silicone. The hole center is located .220 inches above the silione to sleeve interface. The silicone exhibits localized melting around the hole, indicative of arcing. Engineering concluded that arcing is likely due to insufficient silicone dielectric strength. High generator settings may have also contributed to arcing. The mcs instrument allegedly involved was returned and eval found char marks in approx the same location as the holes in the tip cover.